Event description:
It was reported, the pt is not receiving stimulation in her feet. A sjm rep was unable to resolve the issue as the pt experiences overstimulation in her hips and thighs with foot stimulation due to high amplitude. F/u identified the pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.